Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot # va0e9kv, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had undergone removal of their current sacral stimulator, which was placed elsewhere, on (B)(6) 2016. No patient symptoms reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0e9kv, product type: lead. (B)(4).

Event description:
Additional information was received from the health care provider. It was reported that the sacral nerve stimulator system was removed because of lack of benefit for urinary urgency and urinary urge incontinence. There was lateralization deviation of the s3 lead on kub (kidney, ureter and bladder x-ray) as of (B)(6) 2015. The patient's symptoms were worsening incontinence, wearing 10 pads a day and 2-3 at night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.